Event description:
It was reported that the ¿wire was damaged, almost a short giving [the patient] a bit of a shock.¿ the patient stated the device lasted only lasted 10-11 months and was replaced. The device was replaced due to issues with the wire and battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0204763v, implanted: (B)(6) 2002, explanted: (B)(6) 2009, product type: lead; product ID 3387-40, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2009, product type: lead. (B)(4).